Event description:
This is a report of a patient's tubing that was cut while the patient was connected to the homechoice during therapy for peritoneal dialysis. At the time of this report, the patient was being transported to the hospital for an unknown reason. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a home patient who experienced a breach in aseptic technique when their tubing was cut during therapy for peritoneal dialysis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.